Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6)2014. Corrosion was observed on multiple membrane tail tracks, including the on_button line, which had resulted in the device switching on automatically. This had led to the multiple 10-minute manual power ons observed in the device memory and the depletion of multiple pad-paks, resulting a significant quantity of low battery fails. The user would have been alerted with ¿warning, low battery, device service required¿ prompts and the reported faults of red status led, failure chirp, as well as the inability to power on the device when the pad-paks became fully depleted. The faults could not be replicated after the corrosion was cleared. This confirmed a failure of the membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail would suggest the device had been stored outside of the indicated conditions. However, this could not be verified by other means, i.e. No corrosion was observed on the device exterior and no out-of-range temperatures were observed in the device memory. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device would not switch on, pad-pak j0482 expiry 2022-11-01.there was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device would not switch on, pad-pak j0482 expiry 2022-11-01. There was no patient involved in this event.